Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of power module housing damage was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with cracked top and bottom covers, battery cover, handle overlay, streamline battery clip, rubber feet. A purchase order was sent to the customer for repair, but it was declined. There was no testing performed, and the unit was scrapped. A root cause for the reported damage was not conclusively determined through this analysis. Incidental findings: damaged streamline battery clip; pushed in lemo connector ground pin device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module housing was damaged. The customer wanted to have power module returned for evaluation and repair.